Event description:
10 days post op sepsis, enterococcus grown on blood cultures, echo showed small vegetation on a lead near insertion site. Pt had history of staph osteomyelitis 12 months ago, also infected sores in groin. Pacing system removed and sent for culture. Pacing system had been functioning normally until time of explant. Minimal pacing, indication tachy brady. Sinus rhythm at time of extraction. System removed (B)(6) 2024, sent for culture so not available for analysis.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.